Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and smart device. No additional patient or event information is available. Data was returned and evaluated. The reported event of loss of connection was confirmed via data. A root cause could not be determined via data. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation the device was visually inspected and no defect was found. Performed a voltage test and passed. Performed pairing test with nordic bluetooth device and passed. Tested on transmitter functional testing and passed. Share log review showed a loss of connection was found in log. The patient's complaint was confirmed because there were loss of connection gaps present on the log.. The reported event of loss of connection was confirmed. The root cause could not be determined